Event description:
Boston scientific crm received information that this patient was admitted to the hospital, due to a syncopal episode. The caller reported that the sudden brady response (sbr) feature is programmed on. The caller provided the sbr programmed parameters and was inquiring how this would apply if the average rate was 100bpm. The patient had previously experienced a syncopal episode, which doesn't make sense given the sbr operation.

Manufacturer narrative:
A boston scientific crm technical services consultant discussed the reported clinical observations with the caller. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion and was returned for routine testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.